Event description:
Initially, during a follow up call with the home pt's nurse, it was reported that the pt had been hospitalized due to overfill. The nurse stated that the pt had experienced fluid overload and was hospitalized for five days in 2008. The dialysis nurse stated the pt's weight increased by 10 kilograms, the pt had severe edema, and experienced shortness of breath. The following info was provided by the facility nurse the following month: the pt had been started on extraneal solution during hospitalization. The extraneal solution was used for 2-3 days, but found to not be helpful. Therefore, the pt was changed back to dianeal solution with good results. The pt was diagnosed with anasarca (severe generalized, massive edema) secondary to rapid peritoneal transportation. The abdominal distention reportedly was resolved through increasing the dialysate dwell time and increased doses of lasix (240mg two times per day). The pt was discharged to home, is back on peritoneal dialysis and doing well. The pt received additional training and reinforcement regarding the peritoneal dialysis process.

Manufacturer narrative:
The device was not returned to baxter healthcare for evaluation. Should additional info become available, a follow up report will be filed.